Event description:
A report was received that the patient had to charge his ipg frequently. Database analysis revealed that the ipg may be flipped. X-ray was taken and confirmed that the ipg was upside down. The patient will undergo a pocket revision.